Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare field engineer evaluated the system and confirmed the customer stated issue. A quote for repair has been issued to the customer. To date, the customer has not approved the quote for repair.

Event description:
The hospital reported that the right hand front wheel is broken. There is no patient involvement.